Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed self test. There was no error alarm noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
No blood glucose levels reported. The customer reported a watchdog timeout alarm from the insulin pump. The customer also reported that the insulin pump had a worn display. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.